Event description:
It was reported that prior to the procedure, impedance values on the right lead showed greater than 40,000 ohms on all contacts. The left lead showed normal values. It was stated that the high impedances were due to incorrect settings for the lead configuration. It was noted that the leads were set up as "0-3 and 4-7 when they should have been 0-3 and 8-11, because the patient had two extensions." It was reported that the configuration had been wrong since implant. All impedance values read "normal" after changing the lead configuration. It was reported that an extension revision was still to be completed on the date of this report. The reason was unknown. It was further reported that the coating around the lead "was gone" at the extension connection site. It was not clear if the lead was in that condition prior, or if it occurred during surgery. It was added that "it was the white boot side, assuming 'white is right,'" referring to the right lead. Intra operative impedance measurements showed c and 0 at 2 ,332 ohms at 3.0v. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). The previously reported conclusion codes no longer apply to this event.

Event description:
Additional information received reported that the reason for the extension revision was high impedance. Both extensions were replaced. The reporter stated that the issue with the missing lead coating was not resolved. No malfunctions were seen and the cause of the issue was not determined. It was noted that the patient was programmed the day following the revision and was receiving therapy. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2012 (B)(4), product type extension product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 3389s-40, lot# v777069, implanted: 2012 (B)(6), product type lead, product ID 3389s-40, lot# va00wuq, implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3389s-40, lot# v777069, implanted: 2012 (B)(6), product type lead, product ID 3389s-40, lot# va00wuq, implanted: 2012 (B)(6), product type lead.